Manufacturer narrative:
One 5.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the device showed the anchor is intact. The anchor has four legs of suture and the stay suture threaded into the suture slot. Functional assessment of the inserter was performed and found to function as intended. Dimensional assessment of the anchor confirmed it met print specifications. With the limited clinical details provided we are unable to determine a root cause for this incident. Our investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.

Event description:
It was reported that the anchor and sutures came off while tightening. The barbs of the anchor did not hold well and came out of the bone. No patient injury or significant delay were reported. Back up device was available. Additional information was received and was confirmed that the anchor broke and it was removed by grasper, there was loss of tissue and an additional bone hole was necessary.